Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter user manual, perform annual preventive maintenance procedures to make sure all excel care es bariatric bed and excel care bariatric therapy system components are functioning as originally designed. Pay particular attention to safety features such as electrical power cords for fraying, damage, and proper grounding. If damage has occurred to the power cord, immediately remove the bed from service, and contact the applicable maintenance personnel. Failure to do so could cause injury or damage. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in (B)(6) 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the bed had power cord damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).